Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported an issue delivering "piggy back" medications using the alaris primary infusion set that may possibly have resulted in the pt having an increased white blood count due to failure to deliver a full dose of antibiotic. The issue was described as "primary fluid backing up into the medical". The customer subsequently reported that they had determined that there is no product problem and they plan to address the issue through staff education.